Event description:
It was reported that the customer experienced a low blood glucose (bg) level displayed as ¿low¿; however, a specific value was not provided. Cause was not known. Reportedly, the customer lost consciousness, fell and rolled their ankle. The customer¿s partner provided juice to address the decreased bg. The customer ultimately went to the emergency room for the rolled ankle. There were no breaks or fractures and customer is now using crutches. Technical support recommended consulting a healthcare professional to understand potential causes of the low blood glucose levels.